Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller in performing the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump. The customer understood the instructions and was advised to call back if any issues reappear.